Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a titanium adaptor and transfer set. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no sample evaluation or batch review could be performed.